Manufacturer narrative:
We have received two open pouches with unopened ampoules with leakage signs. The ampoules have been optically evaluated and a crack at the base of the neck of the ampoules that corresponds to the injection point as can be seen in the enclosed pictures. Review of the batch manufacturing record showed, there is a deviation during production but the product was released fulfilling usp/ep and b. Braun surgical requirements. Taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. We have opened a corrective and preventive action in order to determine the root cause of this defect and actions. Associated med-watch reports: 3003639970-2018-00763 ; 3003639970-2018-00777 (this report).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going, supplemental report will be provided when additional information is received.

Event description:
It was reported that a patient was brought into the emergency department with a laceration to the back of the head. The doctor ordered the wound to be closed using adhesive. When the ampoule was removed from the packaging, it was determined to be unusable due to ampuole leakage. A second ampoule of the same batch was opened and it was also not able to be used due to ampoule leakage. No information regarding patient outcome provided. All medwatch report submitted related to this incident include: 3003639970-2018-00763.